Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and itchy with puss. There was no alleged device malfunction contributing to the irritation. The patient¿s physician did a skin scrapping sample to send for testing for the skin irritation. Follow up indicated that the skin irritation improved.